Event description:
The customer reported that during use, the device was over pumping fluid. There was no report of injury or surgical delay with this event. The surgery was completed with another pump.

Manufacturer narrative:
Investigation results: the device was received and evaluated. An investigation found failure of the pump sensor board which could cause the pump to overpressure or underpressure.